Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: on investigation, the pump powered up to a dim/discolored verify screen with auditory and vibratory features. The battery compartment was found to have cracked below the grip pad. Evaluation also revealed that the internal clock battery on the printed circuit board malfunctioned. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen and a cracked battery compartment. This report is made based on results of investigation completed on 12/18/2014.